Event description:
It was reported that there was an open circuit on electrodes 4-7 and high, out of range values observed intra-operatively while connecting a lead with two extensions from an old system to a pocket adaptor and a new implantable neurostimulator (ins). The ins was programmed as 2x4 with lead numbering as 0-3 and 4-7, and the pocket adaptor was located in the top port (0-7). An electrode impedance test was performed and showed the following impedance results: reference electrodes 0, 1, 2, and 3 when checked against electrodes 4-7 had high impedances, and reference electrodes 4, 5, 6, and 7 when checked against electrodes 0-3 had high impedances. All other reference electrode combinations had normal impedances. Thus, it was determined that high impedance values were obtained when cross pairs were tested. It was further noted that electricity wasn't getting all the way to the epidural tissue when testing the cross pairs. Troubleshooting included hooking up the pocket adaptor to the multi-lead trialing cable (mltc), switching the extension locations in the pocket adaptor slots, replacing the pocket adaptor, and trying a second clinician programmer. The same results were obtained when using the ins and the external neurostimulator (ens) and mltc, and also when the clinician programmer was changed. Electrodes 4-7 were still open. However, it was determined that the issue was isolated to the patient's extensions or lead tails (as a second adaptor was used to rule out the adaptor), but the issue was not isolated to one side of the lead or extension as switching the tails and ports reportedly didn't reveal anything. The issues and findings were described to the doctor. It was noted that the physician elected to not go into the patient's back to test the lead independently of the extensions, and that a representative would see the patient for post-op approximately 2 weeks after the original report to see what the patient's coverage was like. However, information later received indicated that the representative did not have any further information. Thus, the interventions and outcome of the issue is unknown. Additional follow-up was conducted, and a follow-up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 7495-51, serial # (B)(4), implanted: (B)(6) 2001, product type extension; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 2001, product type extension; product ID 3998, lot # l92659, implanted: (B)(6) 2001, product type lead; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 2001, product type extension; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 2001, product type extension. (B)(4).